Event description:
It was reported that following a cataract surgery, the trocar broke during the deployment of the second stent from a trabecular microbypass stent system. Per report, both stents were successfully implanted, and the trocar remnant was removed from the operative eye intraoperatively with no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore; product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: d10, g3, g4, h6. The evaluation of the returned device was completed, and the x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s splayed trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Further inspection found surface features of the trocar indicating a tensile failure. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no other non-conformances related to the reported event. Conclusions based on the evaluation findings were confounded by the condition of the returned product; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).